Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the drawer 6 was not opening. A field service engineer (fse) had confirmed that the data led was not lit on the module board. The fse had replaced the drawer controller board. Row a was not showing on the bus, so the fse had cleaned debris and loose medications from under the pockets and had reseated all connections. The system functioned as intended after the field service engineer assisted the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 6 was not opening. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.